Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the power supply has been turned off due to a g1 board failure. The reason for the failure of g1 board was not specified since no further data was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed; the evaluation identified a printed circuit board failure. Additionally, the evaluation uncovered the screen coating had peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the power to the high-definition lcd monitor has been shut off. There were no reports of patient harm associated with this event.